Manufacturer narrative:
Product analysis: analysis was able to confirm the reported broken outer cover and the intermittent stylus operation. Analysis also noted that the case was cracked and dented near the handle,the left display latch hasp was broken, and the lower hinge bullet cover was missing. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a broken outer cover, that the stylus at times would not work appropriately and that the stylus' cable had a few cuts and marks as a result of the cover having been closed on it. It was noted that the stylus was changed out multiple times but the situation did not resolve. The programmer was returned for service. No patient complications have been reported as a result of this event.